Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿computed tomography techniques help understand wear patterns in retrieved total knee arthroplasty¿ written by arianna cerquiglini, msc, et al. Published in the journal of arthroplasty 33 (2018) 3030-3037 16 april 2018, https://doi.org/10.1016/j.arth.2018.04.010, was reviewed. The purpose of this study was to correlate highly accurate measurement of prerevision tka position on CT in the coronal plane, provided by an established 3d imaging technique, with retrieval findings, post-revision, provided by a novel micro-CT-based method, to better understand implant orientation effects on knee implant performance. There were implants from multiple manufacturers. Patellar resurfacing was not mentioned nor was cement manufacturer. Depuy implants used: pfc sigma (cr & ps), lcs complete (cr), attune (ps & cr). Table 1 on page 3032 breaks down the type of implant used and patient demographics. Depuy implants are as follows: implant 24: attune (cr), depuy; (B)(6) year old female; revision at 22 months secondary to instability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.